Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to the impedance issue on (B)(6) 2018. No further information was available.

Manufacturer narrative:
Correction: date of event should be updated to (B)(6) 2018. Date received by manufacturer should be updated to 08/10/2018

Event description:
New information received on 09/14/2018 stated that the patient presented remotely via merlin.net. The patient was brought into the clinic and it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold.

Event description:
New information received that the pacing impedance was high and the defibrillation impedance was elevated but within normal limits. Patient was stable before, during, and after the procedure.